Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that this clinical study reports the patient underwent a manipulation under anesthesia approximately 6 weeks post implantation of a journey ii xr tka, due to arthrofibrosis and limited rom in right knee. Without the requested operative notes and x-rays, further assessment of the reported events cannot be provided and the clinical root cause cannot be concluded. However, arthrofibrosis is a known possible post-tka occurrence and does not indicate a mal-performance of the implant itself. The patient impact beyond the mua cannot be determined, although it is reported that the patient outcome is recovering/resolving. No further medical assessment can be rendered at this time. Should additional clinically relevant documentation become available the medical investigation task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes could be alignment, fit/size of device used or wear. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient is receiving manipulation under anesthesia, because of a right knee arthrofibrosis. The treatment is ongoing.